Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via (B)(6) that the insulin pump did not alert when cartridge was low or empty. The customer¿s blood glucose level was unknown. The customer was reported that half of battery door was broken off, insulin pump did not connect to glucose meter. The device will not be returned for analysis.